Event description:
According to the customer, on (B)(6) 2024 the nebulizer would not dispense her "albuterol-sulfate" medication.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the nebulizer would not dispense her "albuterol-sulfate" medication. The customer reported she has been without her medication for "a few days" and is experiencing an increase in shortness of breath. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.